Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. There is no allegation or information provided during the investigation that suggests that a device or product malfunction is related to the event.

Event description:
Related manufacturer reference number: 2017865-2024-35542; related manufacturer reference number: 2017865-2024-35544. It was reported that the patient presented in the clinic with infection and atrial lead vegetation. The physician explanted the active system ¿ pacemaker, right ventricular lead, and the atrial lead. The patient was stable throughout.